Event description:
It was reported to philips that the system was stuck at 00:00 and would not boot up. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions showed that the connection was lost between the flexvision and the host pc. Analysis of the log file confirmed a malfunction of the flexvision pc. The field service engineer (fse) reconnected the flexvision pc hardware board and reinstalled the os and app which returned the system to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.